Manufacturer narrative:
H4: the lot was manufactured from july 11, 2018 - july 12, 2018. H10: the actual samples were discarded; however, a video of one (1) sample was provided for evaluation. Visual inspection of the video revealed a leak on the administration port. Due to the nature of the sample, no functional testing could be performed. The reported condition was verified for one (1) sample. The cause of the leak could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.